Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system recorded multiple low glucose alarms, urgent low alarms, and corresponding cgm data, with insulin delivery suspensions occurring as expected. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related factors including double meal announcements, use of meal announcements to treat high glucose, inconsistent infusion set changes, and the reported practice of removing the pump in anticipation of low glucose.

Event description:
On 14-may-2025, a clinical diabetes specialist (cds) reported that the user experienced a low blood glucose (bg) event on (B)(6) 2025, during which the user lost consciousness. The user's aide called paramedics, and they administered glucagon, the user declined transport to the emergency room. The cds noted that the user had been removing the ilet when bg was going low and using meal announcements to correct highs. The user was also struggling with infusion set changes. The cds provided retraining and coordinated additional support.